Event description:
Related to 770100, 771461, 771559 and 771623. The hospital reported that the hemopro 2 lot # 300288362 fell apart and refuse to use the remaining device left on the shelf.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--UDI# corrected from "3000288362" to "(B)(4)". The lot # 3000288362 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.